Event description:
The micro sagittal saw was sent for evaluation because it was smoking and overheating during a procedure. The procedure was completed with a readily available alternate device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
Overheating could not be duplicated because the device had no power. Corrosion within the internal components of the device was identified as the probable cause of the device overheating.